Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an ffr procedure, when attempting to log into the quantien system, it was noted that the system had displayed the error message "failed to authenticate". An attempt was made to log in via the admin and service accounts, but the issue persisted. Since the issue was not resolved, the case was abandoned. There were no adverse consequences to the patient.